Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "image is blurred. Light is dim" was not confirmed, and further defects were detected. In total the following defects were detected: blade damaged, adhesive points on camera head worn, housing damaged, cover worn, and product labelled by customer. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and causes the light to dim and the image to disappear. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "hardware image freezes. Weak light." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).